Event description:
It was reported that the patient was pacemaker dependent. An attempt was made to reprogram the device, the physician connected three times and the patient went asystole. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).